Event description:
Patient underwent lead explant on (B)(6) 2016 due to infection. Patient's sister claims that patient's body rejected the vns. The nurse practitioner mentioned that the surgeon thought that the patient had picked at the leads causing it to become infected.

Event description:
Additional information was received from patient's caregiver that patient has continued ¿problems¿ with the healing of the vns site. Information was also received that the patient has problems with swallowing following placement of vns. Additional relevant information has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Patient underwent explant of the generator where the infection was present on (B)(6) 2016. The lead is still implanted. It was mentioned that dirt was observed at the site two weeks prior to surgery, leading to the infection. The generator incision site was reported to be healed. The infection was reported to have been near the skin where the lead and the generator connected on the top rather than the side where the original incision was. The patient could have picked at it but neither the family of the patient nor the surgeon could clarify what exactly happened. A review of device history records showed that both the lead and generator were sterilized prior to distribution.